Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. A review of the complaint database over the last 3 years has found 3 complaints reported with the item (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hold for cr 10/16 it was reported that a initial right total hip arthroplasty was performed (B)(6) 2021. Three days postop, the patient developed cellulitis on the right hip.medical intervention was provided, and the outcome is pending.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical devices: product will not be returned to zimmer biomet, as it remains implanted. Associated products: medical product: g7 pps ltd acet shell 54f, catalog #: 010000664, lot #: 6870377; medical product: g7 dual mobility liner 44mm f, catalog #: 110024464, lot #: 080510; medical product: echo por fmrl lat nc 12x140mm, catalog #: 192112, lot #: 089200. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that a initial right total hip arthroplasty was performed (B)(6) 2021. Three days postop, the patient developed cellulitis on the right hip. Medical intervention was provided, and the outcome is pending.